Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6f 100cm extra back-up (xb) 3 vista brite tip guiding catheter was found fractured inside of the patient. The device was immediately removed from the patient without difficulty, and no parts of the distal tip broke off inside the patient. A non-cordis guiding catheter was used as a replacement. There were no reported injuries to the patient and the patient recovered well. This was during a coronary angiography procedure. The device was stored and prepared according to the instruction for use (IFU). There was no damage to the device prior to insertion, and a non-cordis sheath was used without difficulty during insertion. No issues occurred while advancing the device toward the target vessel, and no excessive force was required. There was no fracture before or during engagement with the target vessel. The device will be returned for evaluation. The hospital reported this as a serious injury adverse event to the china nmpa.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the tip of a 6f 100cm extra back-up (xb) 3 vista brite tip guiding catheter was found fractured inside of the patient. The device was immediately removed from the patient without difficulty, and no parts of the distal tip broke off inside the patient. A non-cordis guiding catheter was used as a replacement. There were no reported injuries to the patient and the patient recovered well. This was during a coronary angiography procedure. The device was stored and prepared according to the instructions for use (IFU). There was no damage to the device prior to insertion, and a non-cordis sheath was used without difficulty during insertion. No issues occurred while advancing the device toward the target vessel, and no excessive force was required. There was no fracture before or during engagement with the target vessel. The device will be returned for evaluation. The hospital reported this as a serious injury adverse event to the china nmpa. A non-sterile 6f .070 xb 3 100cm catheter was received coiled inside a clear plastic bag and unpacked for product evaluation. Visual inspection of the returned device revealed no damage or anomalies. A flushing test was performed to assess for leakage along the device, and the test was completed successfully with no anomalies, difficulties, or evidence of leakage observed. Based on the evaluation performed, no evidence of manufacturing defects or assembly-related issues was identified. The reported ¿brite tip/distal tip ¿ cracked¿ was not found. No damages or anomalies were identified during the product evaluation. The exact cause of the reported event cannot be determined, and procedural or handling factors cannot be excluded. A review of the device labeling, including the instructions for use and applicable safety information, was performed in the context of the reported event. Based on the available information, no deficiencies, omissions, or gaps were identified in the labeling that would indicate an unmitigated or inadequately controlled residual risk associated with the reported condition; therefore, no labeling updates are warranted at this time. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.